Event description:
Healthcare professional reported right side "burns from an electric scalpel", "fever and fatigue", "redness and swelling" and "a fistula was formed at the electric scalpel burn site, and te was exposed. Deflate. Thin skin is removed. Thoroughly cleaned and sutured. After that, the te was expanded again and replaced with a breast implant."

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fever, fatigue, erythema, edema, fistula, exposure.